Event description:
On 07/18/2022, it was reported by a facility representative via sems that a ar-6480 pump is not holding pressure. This occurred during an unknown case, with no patient effect reported. No additional information was provided.

Manufacturer narrative:
See attached for supplier evaluation.